Event description:
The consumer reported the therapy stopped working on (B)(6) 2016. The charger and programmer would not connect since (B)(6) 2016. The last time the patient recharged was one month prior to the report. Since that time, the stimulation had been off because of the pain. The pain was sudden, severe, and debilitating. The patient programmer showed poor communication. Further, the healthcare provider (hcp) reported that as on (B)(6) 2016, the stimulator stopped working. In (B)(6) 2016, the patient stopped charging. Relevant medical history included chronic low back pain and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulator program stimulated around their t-spine and not where it was intended for which was caudal pain. The medical doctors were thinking a scar tissue shift from a "strain" to the patient's t-spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.